Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-nov-2022, UDI#: (B)(4), implanted: (B)(6) 2021, explanted (partial): (B)(6) 2026, product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the rep was asked to be present at a case where the patient was having a laminectomy surgery in case the hcp accidentally cut the catheter. During the procedure, the hcp did cut the catheter. The hcp took out the old intrathecal portion of the spine segment, and a different hcp implanted a new intrathecal spinal segment and connected it to the existing catheter. The hcp removed 21 centimeters of the spine segment and 29 centimeters of new segment were added. The pump segment remained the same. An agent walked the rep through updating the catheter information and programming a priming bolus. The issue was resolved at the time of this report.